Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the stent found damage to the fourth strut on one side, which was distorted and slightly pulled. The first strut on the opposite end also showed signs of strut damage. As the delivery system was not returned with the stent, analysis on the balloon crimp markings as well as individual assessment of the catheter could not be performed. The damage most likely occurred due to handling during removal of the stent protector. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in a coronary artery. A 4.00 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. While reviewing the film thinking a stent was deployed, the lesion appeared hazy. Reopro was then started and intravascular ultrasound was obtained and noted that there was no stent deployed in the lesion where the balloon was inflated. Outside the patient, when the physician double checked the packaging, it was found out that the stent was on the back table on the mandrel of the device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in a coronary artery. A 4.00 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. While reviewing the film thinking a stent was deployed, the lesion appeared hazy. Reopro was then started and intravascular ultrasound was obtained and noted that there was no stent deployed in the lesion where the balloon was inflated. Outside the patient, when the physician double checked the packaging, it was found out that the stent was on the back table on the mandrel of the device. No patient complications were reported.